Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that t-wave oversensing, inappropriate therapy and noise was observed. The physician decided to add an atrial lead at the end of summer and will evaluate the rv lead at that time. The lead remains implanted.